Event description:
It was reported that the patient had a possible infected pocket. The pocket was red, draining, and had eroded. The patient had extreme pain. The patient also had a severe headache and a fever. It was also noted that when the patient used stimulation, it caused a shocking sensation. The patient was advised to go to the emergency room and explant was being considered. The patient¿s status was alive with injury. It was further reported that the patient¿s entire system was explanted (B)(6) 2014, due to confirmed infection. It was further stated that a culture was done, but the results were unknown. As of (B)(6) 2014, the patient was doing much better and their symptoms were subsiding. The patient was disappointed to lose their system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014,product type lead. (B)(4).

Event description:
Following additional review it was noted that incisional wound opening occurred.